Event description:
Patient representative has reported right side pain in sternum. Ultrasound showed abnormalities "suspected right inlay defect with moderate leakage with fluid deposits reaching parasternal. Cloudy, inhomogeneous representation of the implant edge with multiple folds within the implant and a blurred implant edge." MRI was performed showed intracapsular right side device rupture with "suspected fibroadenoma", which is not device-related. Right side device rupture and capsular contracture [baker grade unknown] were confirmed intraoperatively. Pathological-anatomical assessment revealed "an implant capsule with synovial metaplasia on the surface, pronounced scarring fibrosis and also hyalinization with a pronounced histiocytic and also chronic inflammatory reaction." Patient representative additionally reported right side "multiple foreign body granulomas". Partial capsulectomy was performed. Patient representative later reported "breast deformation and both breasts vary in size", "severe deformation", and "therapy with pain medicine (unspecified pills)". Device has been explanted and replaced with a non-allergan device.

Event description:
Patient representative has reported right side pain in sternum. Ultrasound showed abnormalities "suspected right inlay defect with moderate leakage with fluid deposits reaching parasternal. Cloudy, inhomogeneous representation of the implant edge with multiple folds within the implant and a blurred implant edge." MRI was performed showed intracapsular right side device rupture with "suspected fibroadenoma", which is not device-related. Right side device rupture and capsular contracture [baker grade unknown] were confirmed intraoperatively. Pathological-anatomical assessment revealed "an implant capsule with synovial metaplasia on the surface, pronounced scarring fibrosis and also hyalinization with a pronounced histiocytic and also chronic inflammatory reaction." Patient representative additionally reported right side "multiple foreign body granulomas". Partial capsulectomy was performed. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201, f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The events of "capsular contracture" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture; rupture; granulomas.